Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, connecting to the patient line before completing priming is a known cause of this alarm. ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was reported the patient had connected before completing priming and that there was air in the patient line. The technical services representative reviewed proper procedure and assisted the patient in clearing the alarm. The patient planned to restart therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.